Event description:
It was reported that the patient had a few seizures while trying to adjust to the vns after it was implanted. Additionally, the patient noted that she had a (B)(6) and had to get her artificial hip removed. Attempts have been made for additional information; however, they have been unsuccessful. It is unknown if the infection is related to vns or if the patient's seizures were considered an increase in seizure activity. No other information has been provided.